Manufacturer narrative:
(B)(4).

Event description:
See MDR 1219856-2015-00099 for the first report involving the same patient. A second (iab) intra-aortic balloon catheter was inserted over a guide wire with a new sheath. The second catheter was attached to the same pump console fos was zeroed. The iab exchange was performed by (CT) cardio-thoracic surgeon under (tee) trans-esophageal echocardiography guidance. Some repositioning performed - catheter pulled out approx 1cm, which CT surgeon did without issue. The (iab) catheter tip position confirmed on tee to be in correct position. Iab catheter was sutured in 4 points as both CT surgeon an anesthetist were happy with the catheter tip position. Counter-pulsation recommenced approx 45min after patient arrival in anesthetic bay. Cardiac surgery reported to be uneventful, routine procedure. The counter-pulsation throughout entire cardiac surgery was uneventful, no alarms, no iabp issues to report. The patient was transferred to ICU around 3:00pm in stable condition. Cardiac surgeon reviewed chest x-ray in ICU at 9:00 pm, and iab catheter was noted to be in correct position on x-ray (time of cxr not reported). Pre the ICU consultant who attended patient on saturday morning shift only; the patient deteriorated in ICU overnight - suspected abdominal issue. No report available from staff that looked after the patient overnight. Pump and iab catheter performed as expected over night "no issues". CT (computed tomography) performed saturday morning - cardiac surgeon reported CT results being "severe aortic atheroma, iab catheter noted as being too low obstruction mesenteric and superior celiac artery, ischemic bowel and liver, half the lever and half the bowel un-survivable". Counter-pulsation was ceased and iabc removed. It was reported that the second iabc catheter was discarded. Removal of iabc reported to be uneventful, no report of any difficulty and inspection of the iab catheter by the intensives reported "iab catheter was intact with no concerns about the catheters integrity." The patient was returned to theatre saturday (B)(6) 2015 for an emergency laparotomy. The coroner investigation report is pending and at this time ther is no statement from any person in the medical field stating that the patient's death was or was not caused by or contributed to the iabp therapy. Updated information on (B)(4) 2015 - the insertion site of the second iab was the right femoral artery. Update information on (B)(4) 2015 - the customer has submitted an iris report to the tga re this incident. Tga provided a close out report to teleflex- the outcome of which being that no further investigation was required. The matter is now closed by the tga. We also received an update from the hospital outlining the following: hospital biomed passed thorough testing on the iab pump, no problems detected. Autopsy report findings - death related to possible aortic plaque dislodgement and migration to mesenteric artery causing bowel ischemia. The arrow iab pump and iab catheter have been determined as not related to patient death. Teleflex has offered and the hospital has accepted a focused training session for clinicians.